Event description:
Report received from the USA stating that the pt received a "burn approx 1 inch square reddish/purple area, 3/8 inch deep at the deepest end" during a multi-level laminectomy/foraminotomies surgery. The burn was located at the incision site. There was a 5 minute delay in surgery to open another b-turq-l attachment to complete the surgery. The affected area was excised. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. If add'l info is received, a supplemental report will be sent.